Event description:
While reviewing the pt's programming history, it was noted that a faulted diagnostics test occurred on the day of implant that caused the pt's programmed settings to change. Although the vns was interrogated and the normal output was changed back to 0ma, the magnet output current was not disabled. The settings were then changed to intended settings at the next visit to the neurologist. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Analysis of programming history.